Event description:
It was reported that post-sensed t wave oversensing was observed on the device, leading to the delivery of inappropriate high voltage therapy. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.